Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A field service engineer (fse) confirmed that drawers 4 and 5 cubies were not populating, and when connected, all disabled all other drawers. The fse replaced the mother board and utilized parts from drawers 10 and 11, as the customer was not using it. As a result, drawers 10 and 11 were now disabled. The customer successfully accessed the drawer, confirmed that all medications were correct and verified drawers 1 through 9 functionalities. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 drawers are offline. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.